Event description:
Additional information was requested on (B)(6) 2010, (B)(6) 2011 and (B)(6) 2011 and no additional information has been received.

Event description:
It was reported that the device was used during an anterior rectosigmoidectomy by neoplasia of the rectum. With the planned coloanal anastomosis, at the moment of performing the stapling the section of the lower rectum, it was noticed the absence of staples. The failure made the end-to-end anastomosis with a circular device unfeasible and changing the surgical condition. Decision was made that the final colostomy probably feasible, due to the patient's age and morbidity of reconstruction with coloanal anastomosis.

Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Observations made by the dr (B)(6): the procedure was supposed to be done with the stapler, the patient would have a temporary derivative ileostomy, and now, the patient has permanent colostomy, the surgical time increased to try to make the purse string.